Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
The customer reported that the ventilator alarmed and restarted while in use on a patient. The customer reported there was no patient harm. The hospital clinical engineer reported review of the ventilator diagnostic log history confirmed a diagnostic code that indicated a 24/12 volt power failure occurrence. The hospital clinical engineer reported he ran the ventilator for 3 days and was unable to duplicate the customer reported event. The hospital clinical engineer reported he checked the ventilator diagnostic log history again and there were no repeats of any codes as initially reported. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications. The hospital clinical engineer reported he spoke to the respiratory therapy staff and they could not recall if the ventilator was plugged into a red emergency outlet. He reported the hospital facilities will be checking the outlet in the room where the ventilator was in use, and he did not know if there was a generator check done at the time of the reported event. He reported there was no backup or external battery in use with the ventilator.